Event description:
It was reported that during an unspecified da vinci-assisted procedure, the blade of a vessel sealer extend instrument was found to have broken. Fragments reportedly fell inside the patient and were retrieved during the same procedure which was completed robotically. No additional surgical interventions such as laparoscopy or open surgery were required to remove the fragments. Also, the patient has not returned to the hospital with any complications.

Manufacturer narrative:
The vessel sealer extend instrument has not been received for failure analysis evaluation.